Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. A surgical intervention was subsequently performed. The out of range measurement was observed through pacing system analyzer (psa) testing. Additional information was received indicating that the lead was fractured and was noted through fluoroscopy. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts in the insulation at 165 and 180 millimeters (mm) from the terminal pin were noted, most likely due to the removal of the suture sleeve. An x-ray did not reveal any fracture on the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.